Manufacturer narrative:
Date initial report sent: 07/09/2008.

Event description:
According to the reporter: the balloon burst during the test before utilization. A new instrument was used for the procedure. No patient injury was reported.